Event description:
This is the 2nd report of 2 that involved the same pt, the same surgeon, from the same facility, but with a unit from a different lot number. (Cross reference with MFR# 3004608878-2010-00085 - (B)(4)). On (B)(6) 2010, an (B)(6) female pt was undergoing a posterior fossa craniotomy again. The mayfield skull clamp was applied when the pt was in the supine position. The pt was turned to a prone position when the unit became unlocked. The surgeon had to secure the pt's head with his hands. Another device was applied and the procedure was completed without further incident. Mayfield pediatric disposable pins were being used. There was no stereotaxy device being used during this procedure. No injury occurred as a result of this event.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.